Event description:
Coral rod broke post-surgery.

Manufacturer narrative:
On (B) (6) 2008, it was reported by a theken sales rep. That a coral rod had broken post-surgery in a scolisis patient. No other details were provided as to the part used or effect or the patient (i.e. Revision surgery, etc).